Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface, display adapter and video pcbs were evaluated and replaced. A single board computer (sbc) upgrade was performed, and the complementary metal-oxide semiconductor (cmos) was configured. The system software was upgraded to version 10. The system configuration files were reinstalled and the nodes were flashed. The passive backplane and surgery suppressor were also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot up. There are no reports of pt injury or death associated with this event.